Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Por (power on reset) for write to locked ram, addr=1977, data=41, on (B)(6) 2010 09:05:14. 1 - patient alert for por on (B)(6) 2010 09:05:14.

Event description:
It was reported that the device appeared to have reset and the patient had received radiation. The device was interrogated and reset to the original parameters. The device is still in use. No patient complications have been reported as a result of this event.